Event description:
The reporter alleges the incorrect electrodes were shipped to his facility by physio-control. The reporter stated that when an attempt was made to utilize the incorrect electrodes in pt use, they would not stay connected to the defibrillator electrode cable.